Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The insulin pump has minor scratched lcd window. No cracks found at display window.

Event description:
Customer reported the insulin pump was cracked on screen. Customer's blood glucose was 56 mg/dl, treated with a sugar pill and ate something. The device fell from the belt clip. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.